Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildy tortuous and moderately calcified left cephalic vein. A 6.0x20 40cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6-20/5.3/40 mustang balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildy tortuous and moderately calcified left cephalic vein. A 6.0x20 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6-20/5.3/40 mustang balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon material approximately 2mm distal to the distal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).